Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-01644.

Event description:
It was reported that, "the cup was grossly malpositioned. The pt fell. The constrained liner broke so the pt was revised. The sale rep noted that the break on the liner was on the etching on the metal ring the holds everything in place."